Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use a backup insulin pump or mdi until a replacement pump with updated software was sent. The customer understood the instructions for putting the pump into storage mode and returning it to tandem, and they confirmed their shipping address for delivery of the replacement pump.